Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. The customer's blood glucose was 131 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.